Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The cracks appeared to have been glued. The battery compartment also had damaged threads. The returned battery cap had damaged threads and was unable to fully tighten on to the pump; however, the pump powered on with the returned cap. Unrelated to the complaint, the pump casing was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.